Manufacturer narrative:
We received one 131hf7 catheter with an attached monoject 1.5cc limited volume syringe for examination. The reported event of "balloon burst" was confirmed. The balloon had a rupture proximal of the distal bond. Edges of the latex did not appear to match up and had a gap of missing latex. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or returned syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the balloon burst before use.